Manufacturer narrative:
A ge service rep performed an over the phone investigation. The rep instructed the customer how to copy images to a new study, and edit the pt info on the images and how to send the correct info to correct the data mix up. Customer confirmed the system was performing as intended.

Event description:
The customer reported that the system had a data mix between pts. No pt injury was reported.